Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The usm was tested on an in-house system in normal mode where there were no triggered errors. The unit was also tested on a testing platform where no errors occurred. Upon further inspection via engineering, it was determined that the unit had loose screws holding the linear causing the carriage movement issue. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3 due to the carriage being hard to move intermittently. The system was then tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received the da vinci product involved with this complaint to perform failure analysis. However, the failure analysis evaluation of the usm is pending completion.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer was unable to insert an instrument more than a hand's length. The customer reported that the surgeon stated that it felt like they were colliding on the outside. The customer stated that the drape was not caught on the arm and that they tried changing the drape with no change. Technical service engineer (tse) viewed logs and did not note any associated errors. The tse had the customer check universal surgical manipulator (usm) 3 without a drape on it. No cabling issues were found on the insertion axis of usm 3. The customer was successfully able to back drive the usm and the carriage traveled back to the home position each time. The procedure was completed with no reported injury.